Event description:
A customer contact haemonetics on (B)(6) 2012 to report an orthopat device with the description of "no power." No pt/operator injury reported.

Manufacturer narrative:
The device was returned and evaluated. Fluid ingress was noted inside the device. Saline was found in the power supply, compressor and top deck distribution board. The power supply and compressor were replaced. No carbonization and was noted. The device was upgraded to the current fluid remediation revision. (B)(4).